Event description:
37-yr-old male who is status post-craniotomy for pineal tumor with insertion of vp shunt in 1975, was admitted for a shunt revision. The pt has experienced some decrease in mental capacity as well as difficulty ambulating over the last several months.